Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "will not hold battery secure", which was observed during evaluation. The reported symptom was confirmed by multiple "improper shutdown!" Messages found through a review of the event history log. Evaluation determined that the cause to be wear on the battery retaining clip on the rear case, which was not holding the battery securely to the battery contact pins, causing improper shutdowns. The rear case was replaced. (B)(4).

Event description:
It was reported that a spectrum pump "will not hold battery secure". Any patient involvement, injury or medical intervention is unknown.